Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented in the emergency room. During interrogation, the lead exhibited high voltage impedance measurements that were double the baseline impedance. Lead integrity issue was suspected. The device was reprogrammed. The patient was fine and stable without any adverse events and would be monitored.